Event description:
Ever since I had my mommy makeover and had breast implants my health has steadily been failing me. From food allergies, heart problems, pots, joint pain, inflammation, night sweats, asthma, chest pain, blurry vision. Extreme fatigue, weight gain, neck pain, shoulder pain, gut problems, ana (B)(6), extreme coldness in fingers, feet and nose. I went from working out 6 days a week and being the best shape of my life to the worse health condition of my life and I continue to get worse everyday. Waiting for the money or approval of my insurance company to explant. Please do right by thousands of us suffering and dying from these toxic implants!